Event description:
Customer reported past occlusions, but there were no issues with supplies identified. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event as the customer declined follow-up.